Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and pregnancy with contraceptive device ('pregnancy') in a (B)(6) female patient who had essure (batch no. C80003r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 4 (dates of live birth: (B)(6) 2003; (b(6) 2005;(B)(6) 2008; (B)(6) 2014). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"), 4 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder") and allergy to metals ("nickel allergy") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy). At the time of the report, the abdominal pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, cystitis, allergy to metals and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted with reported insertion date of (B)(6) 2014) most recent follow-up information incorporated above includes: on 18-oct-2019: pfs & mr received. Case become incident. Injury nos replaced with new events. Lot number was added. Added event pregnancy, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea, dyspareunia , fatigue, infection type: bladder, nickel allergy, abdominal pain, vaginal discharge. Medical history, lab data were added. Reporter's information was added. Patient's demographics was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and pregnancy with contraceptive device ('pregnancy') in a 29-year-old female patient who had essure (batch no. C80003r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (dates of live birth: (B)(6) 2003; (B)(6) 2005; (B)(6) 2008; (B)(6) 2014) and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"), 4 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder") and allergy to metals ("nickel allergy") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, pregnancy with contraceptive device, vaginal haemorrhage, heavy menstrual bleeding, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, cystitis, allergy to metals and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted with reported insertion date of (B)(6) 2014. Discrepancy noted in essure insertion date: (B)(6) 2015 most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Reporter information, patient middle name, medical history, action taken with drug, reporter causality added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report